Event description:
On (B)(6) 2013, the patient¿s grandmother/reporter contacted animas on behalf of the patient to report that the patient¿s blood glucose reading was elevated to 424 mg/dl with signs and symptoms of ketones and nausea. It was noted that on (B)(6) 2013, at 7:21 am, the patient received any empty cartridge alarm but did not change out the site/set per instruction for use (IFU). Subsequently, the patient developed the reported elevated blood glucose readings later that day. After the patient changed the site/set and took bolus insulin, her blood glucose came down to normal level. At the time of the phone to animas, the patient reportedly continued to insulin pump therapy. There was no product malfunction associated with the reported incident. The time/date was set correctly. The advance feature and basal segment was accurately programmed per the patient¿s criteria. This complaint is being reported due to use error (site/set was not changed per IFU) and because the patient had elevated blood glucose with symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: evaluation revealed only typical usage was observed in the alarm history. The total daily dose add up correctly to reflect the users programmed basal rates. The pump passed a 29-hr flow accuracy test successfully. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display lens was found to be scratched the k symbol is found to be worn. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.